Manufacturer narrative:
Request was performed for additional information including lot number however lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately no specific lot number was identified which limits the ability to trace or analyze a particular item.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient has adhesive issue event on (B)(6) 2026. The patient experienced an adhesive issue when the infusion set was accidentally pulled out due to tubing catching or the pump falling. The issue was resolved by replacing the infusion set, resuming insulin delivery, no further information available.